Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06feb2019. Reporter phone number unknown. The philips field service engineer (fse) evaluated the device and verified the reported condition. The device failed touchscreen calibration multiple times. The fse replaced the touchscreen assembly to address the issue. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported that the ventilator touchscreen was not responsive to finger commands and failed touchscreen calibration. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 20jun2019. Date received by manufacturer: 17may2019. Touchscreen assembly was received for evaluation. Dirty screen was revealed during visual inspection. Touchscreen assembly was then installed onto a test ventilator for testing. After testing, the reported issue of a faulty touchscreen was unable to be duplicated and therefore, the root cause was not determined submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.